Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient&#38112;remote control would not communicate with the ipg. It was noted that there was possible device damage. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient&#38112;remote control would not communicate with the ipg. It was noted that there was possible device damage. The patient will undergo a revision procedure.